Event description:
According to the reporter: during surgery, insertion part for surgical instrument disengaged. The operation was stopped temporarily to search the missing piece. It was found inside seal of 5 mm step. Nothing fell into the cavity. The procedure was completed with another. Extended or time: unk. There was no tissue damage and no bleeding. Pt status: ok. No pt injury was reported. No further pt info available.